Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported that reagent probe a was leaking on the dxc 800 instrument when the instrument was paused during maintenance. Customer checked the fittings and reagent syringe barrel and they were tight. Customer also removed the probe fitting, cleaned inside of the probe with a cotton swab, and primed the probe. The leaking continued when customer verified previous shift sample results by repeating tests and test cartridge chemistry quality control. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced the wash collar vacuum valve. The repair was verified per established procedures. No further issues have been reported.